Manufacturer narrative:
Additional information: the e1 (postal code) is not added in initial emdr. The e1(postal code) is (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The device does not charge the batteries due to a problem in the power management board. The fse replaced the power management board and checked operation. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,e2,e3,g2,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries. There was no patient involvement.